Event description:
A journal article was reviewed that contained information regarding this device. A patient presented with "occasional episodes of sudden dizziness" and underwent an "uncomplicated" procedure for a pacemaker implant. At the patient's one-month pacemaker check, the resting ECG showed "pacemaker malfunction." No atrial capture was the initial finding. Application of a magnet confirmed the presence of atrial capture, but the source of initial finding was questioned. The patient was admitted for further examinations and treatment. A chest x-ray showed that both leads were correctly placed. Additional device investigation was conducted. The following findings were noted: continued in other data.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "dual-chamber pacemaker malfunction mimicking atrial capture by the ventricular electrode." Hell. J. Cardiol. March 1 2011;52(2):171-176.